Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that during use they were unable to deliver medication with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter, translated from french to english: clog, it's very difficult to make the injection. The patient has bruises due to these new needles.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were returned for analysis. No DHR review can be carried out as lot number is unknown. Based on no sample or lot, a root cause can not be determined. H3 other text : see section h.10.

Event description:
It was reported that during use they were unable to deliver medication with a bd pen ndl 32g 4mm hp. The following information was provided by the initial reporter, translated from french to english: clog, it's very difficult to make the injection. The patient has bruises due to these new needles.